Event description:
From pediatric oncology clinic: alcohol prep wipes are often dry when opening package. Within the box, there are several dry wipes and several moist wipes, but we often need to open several alcohol wipes before finding a moist one. Cardinalhealth alcohol prep pads. Lot 26c026162. No exp date on box. From pediatric infusion center: multiple alcohol wipes are completely dry upon opening. Throughout this box. Lot number #26c026162.